Event description:
It was further provided that the cause of death was respiratory failure and that it was not device or therapy related.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8575, lot# n08152,9 implanted: (B)(6) 2007, product type: accessory. Product ID: 8709, lot# l78420, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported the patient was due for pump replacement on (B)(6) 2014, due to approaching end of service (eos), and that the replacement was scheduled for (B)(6) 2014. The reporter stated that on (B)(6) 2014, the patient began to have symptoms of spasm and light headedness and they suspected withdrawal at that time. It was noted the patient¿s intrathecal dose was replaced with oral baclofen. The reporter stated they checked the residual volume and found the volume to be appropriate. It was noted the healthcare professional (hcp) checked the logs for a motor stall, but noted there was nothing unexpected in the logs. It was further noted the hcp was then suspecting that it was not baclofen withdrawal. The reporter stated they did not have the drug information; stating the patient was filled at another facility and they questioned the pump function since the patient was ¿so close to replacement¿. The pump contained baclofen. Additional information was requested, but was not available as of the date of this report. Additional information later reported pump eri occurred on (B)(6) 2013 and the ¿schedule to replace by¿ date was (B)(6) 2014. The therapy ended on (B)(6) 2014 with the death of the patient. There were no other medications contained in the pump at the time of the event. The patient had been admitted for debridement and antibiotics for left ischeal decubitus ulcer and osteomyelitis. On (B)(6) 2014, the baclofen rate was reduced from 103 to 75mcg/day. The patient experienced increased spasticity so on (B)(6) 2014, the rate was changed back to 103mcg/day. The patient had spasms, took oral baclofen. On (B)(6) 2014, baclofen withdrawn from pump, normal appearance and predicted volume. On (B)(6) 2014, the patient was evaluated for infection, and experienced an altered mental status, spasms everywhere ¿ jerking, also hypertension, kidney stones. The patient was sent to ICU with suspicion of baclofen withdrawal. The patient was given oral baclofen and diazepam. Neurosurgery saw the patient and declined early pump change due to questionable infection. On (B)(6) 2014, a neurologyc evaluation and electroencephalogram (eeg) was performed. On (B)(6) 2014, a lumbar puncture (lp) was performed. There were no stalls on the pump logs. The logs did not show that the pump had stopped and there were no alarms. It was felt that the pump was functioning and once cerebrospinal fluid was cleared for infection, a catheter dye study was done on (B)(6) 2014 and was negative. Neurosurgery was reluctant to replace the pump in setting of possible infection. The patient experienced respiratory failure and on (B)(6) 2014, the ventilator was discontinued and the patient deceased ¿ cause was uncertain.